Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implant procedure, the screen of subject orchestra plus programmer could not be turned on.

Event description:
Reportedly, during an implant procedure, the screen of subject orchestra plus programmer could not be turned on.